Manufacturer narrative:
Please note that the phone number for the initial reporter is: (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Smart flex 8 x 40 vas stent migrated to the patient's pulmonary artery. The stent is lodged in the pulmonary artery with good flow. The patient is well now. The stent was implanted in the patient's arm vein due to a tight fibrotic stenosis as a result of dialysis access. Additional information received indicated that the stent was noted to have migrated fifteen to twenty minutes after stent deployment. The product issue was reported two days after successful implantation of the product. The stent was noted to be well apposed to the vessel wall after implantation. There were no reported problems during the implantation/patient's index procedure. The stent was implanted in the dialysis shunt/arm vein target lesion very close to the axillary vein. The physician reported that a possible contributing factor to the event was a possibly tight lesion that may have recoiled after stent deployment. The stent migration was noted upon completion of the case during the last few round of flushing for the final angiogram, the smart flex was noted to have "squeezed off" from the stented location. The patient was not symptomatic as a result of the reported product issue. The stent migrated to the distal pulmonary artery and is seated there. No intervention was performed as a result of the reported product issue. The physician's plan for treatment of the patient is to monitor the patient and administer warfarin. The patient is currently under anti-platelet therapy due to a previous stroke. No additional information is available.

Manufacturer narrative:
A report was received that the stent of a 80cm 8 x 40mm smart flex vascular stent delivery system (sds) migrated from the patient¿s dialysis shunt to the distal pulmonary artery fifteen to twenty minutes after it had been implanted. The patient is reported to have been asymptomatic. No further intervention was conducted. The event involved a patient with a past medical history of stroke who was undergoing a percutaneous intervention of a target lesion in a dialysis shunt. This target lesion was described as a tight fibrotic stenosis that was located very close to the axillary vein. The site reported that the smart flex sds and packaging were inspected prior to use and no damages were noted. No difficulty was experienced while removing the sds from the packaging. They further reported that the device had been prepped according to the instructions for use (IFU) and no issues were noted. The smart flex stent was deployed and post-dilated with a non-cordis balloon. Post-dilation, the stent was noted to be well apposed to the vessel wall. No problems or issues were experienced during this implantation. At the end of the procedure (fifteen to twenty minutes after implantation), the physician was attempting to take final angiographic images and noted that the stent had ¿squeezed off¿ from the stent location and migrated to the distal pulmonary artery. The patient was asymptomatic and the physician noted ¿good flow¿. No further percutaneous intervention was required at the time. The physician plans to monitor the patient and administer warfarin. The patient was noted to already be taking an anti-platelet for a previous history of stroke. The physician reported that a possible contributing factor to this event was the deployment of the stent in a tight lesion and that the stent recoiled after deployment. The product remains implanted in the patient and is not available for return. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, this device is intended as a treatment for atherosclerotic superficial femoral artery lesion and proximal popliteal lesions. Based on the information available for review, there are vessel characteristics (use in a tight fibrotic hemodialysis shunt) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.